Event description:
It was reported that it was difficult to remove the cutter device from the battery oscillator device. During in-house engineering evaluation it was determined that moving parts of the trigger of the device did not move smoothly. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that it was difficult to remove the cutter device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the battery oscillator device had contact damage, the knob was jammed/seized, moving parts of the trigger of the device did not move smoothly, the saw head could not be rotated or locked in a new position, the device could not engage the attachment ¿ coupling. It was noted that the terminal was dirty/broken, the knob would not turn, the saw head was stiff, and the trigger was stuck. It was further determined that the device failed pretest for general condition, check quick coupling for saw blades, check positioning of saw head, check for sticky trigger, and check oscillation frequency with frequency meter. The assignable root cause of this condition was determined to be traced to component failure due to wear.